Manufacturer narrative:
Date of event: it is corrected from "(B)(6) 2017" to "(B)(6) 2017". Device evaluation: the lens was returned dry in a lens case/ vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -11.0/+2.5/093 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to low vaulting. There is no plans to implant another lens in the patient's eye.